Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guide wire: route, rinato. Guide catheter: corsair. Evaluation summary: the device was returned for analysis. The reported material deformation and difficulty to remove (guide wire) was confirmed. The reported device damaged by another device (guide wire and guiding catheter) could not be replicated in a testing environment as it was based on circumstances of the procedure. Additionally, the reported difficulty to remove (guiding catheter) was unable to be tested due to the device condition. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulty to remove the guide wire. However, the additional reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a moderately calcified, eccentric de novo lesion in the proximal left anterior descending (lad) coronary artery that was 99% stenosed. An unspecified guide wire (gw) was advanced to the first diagonal artery. Then a 3.25 x 18mm xience alpine was deployed at the proximal lad. After the stent was deployed, the gw was attempted to be removed, but failed. Another attempt was made to remove the gw, with a non-abbott catheter, when strong resistance was met and it was noted that the stent got deformed. The gw was able to be simply removed together with the non-abbott catheter; however, the xience alpine stent was caught on the gw and catheter and was explanted. Another xience alpine was used to successfully complete the procedure. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.